Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause for the charged coupled device unit failure cannot be confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, at the recommendation of a 3rd party vendor, that the hd autoclavable camera head was beyond repair and the vendor suggested that the device be sent to the original equipment manufacturer. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed the device displayed no image due to bad charged coupled device (ccd). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: no image due to bad ccd (charged coupled device). Additionally, evaluation also found that the unit received was found to have 3rd party repairs. Additional details relating to the patient and the event have been requested; the customer stated this information was not available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.